Manufacturer narrative:
The unit passed displacement test; it failed self test returning a pump error 63. While performing the sleep and active current measurement tests, the unit displayed an "insert battery" message. This is due to the loose connection among the battery, battery cap, and battery sleeve resulting from huge cracks in the case. Unable to complete the sleep current measurement and active current measurement tests due to the poor contact. The unit was received with a crack in the battery tube that starts at the corner of the belt clip rails and extends to the top of the unit where the battery threads are located. In addition to this, the s/n label located between the belt clip rails has worn down to a point where it¿s unreadable. Inserted a test p-cap into the retainer ring, and it locked in place properly. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had insert battery alarm and sticker worn off. The customer was also reported that battery compartment was neither damaged nor corroded, battery cap was neither missing nor damaged. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.